Event description:
A customer reported experiencing a cartridge alarm during pumping, specifically cartridge alarm 30. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer continued to use the current pump and planned to use multiple daily injections (mdi) if needed. Tandem technical support decided to replace the pump, providing the customer with a new device featuring updated software, along with instructions for putting the old pump into storage mode before returning it. Training resources were made available in the customer's tandem source account, and the replacement pump was dispatched without requiring a delivery signature.